Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass, cyst ovary, right lower quadrant pain, urinary infection, abdominal pain and ureterolysis procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complication"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (salpingo-oopherectomy- unilateral). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, post procedural complication, psychological trauma and urinary tract infection outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , uti,bleeding. No. Of coils : left - 2 to 3 coils protruding from the os., right- noting 2 to 3 coils protruding from the ostia. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information , expiration date , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic mass, cyst ovary, right lower quadrant pain, urinary infection, abdominal pain and ureterolysis procedure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complication"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (salpingo-oopherectomy- unilateral). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, post procedural complication, psychological trauma and urinary tract infection outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , uti,bleeding. No. Of coils : left - 2 to 3 coils protruding from the os., right- noting 2 to 3 coils protruding from the ostia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), urinary tract infection ("uti"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (salpingo-oopherectomy- unilateral). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, psychological trauma, urinary tract infection, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events general. Abnormal. Bleeding, uti, psych injury, post removal complication were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.